Event description:
The use of a"morcellator" device during a minimally invasive hysterectomy caused a stage 4 cancer of the uterus requiring a second operation to possibly save my life. Second operation found cancer was spread because of the morcellation using morcellator devices.